Event description:
Information received from a manufacturer representative reported that the patient¿s implantable neurostimulator (ins) was turning itself off. The patient reported that they would wake up in the middle of the night to check their ins and the lightning bolt would no longer be on, so they would have to turn the device back on themselves. It was reviewed that the patient¿s device doesn¿t have a reed switch, so there is no scheduled therapy and it is more likely that the patient was accidentally turning the ins off themselves; or has let the ins go to 0% charge and then forgot to turn it back on. It was also reviewed that a file could be pulled to look at on/off activations. The patient was to follow up with their healthcare provider (hcp) and was advised to keep a log of on/off incidents. Indication for use is non-malignant pain. Additional information received from the manufacturer representative (rep) indicated that the cause of the issue had not been determined. The patient noticed that the system was in the off position when they woke up and turned on the programmer to adjust their therapy. One thought was that the patient was hitting the grey button turning off the stimulation. The second thought was that the patient was letting the charge get too low and the ins shut down on its own. The patient was going to maintain a log when they noticed the stimulator off and the circumstances around the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.